Manufacturer narrative:
This serves as a correction report. Device available for evaluation? Was answered incorrectly. The meter was returned for evaluation on 26 mar 2015. This section has been updated to reflect the same. Should have read as follow: the reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed. Note: previous follow up reported submitted failed due to duplicate report number. This is follow up #2.

Event description:
A health care professional reported a customer received low readings of <20 mg/dl and 23 mg/dl on their adc blood glucose meter, which was lower than their lab readings of 165 mg/dl and 178 mg/dl. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory. All pertinent information available to abbott diabetes care has been submitted.